Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) were detected on the right ventricular (rv) lead. Further review of the episodes indicated that the cause of the episodes was rv lead noise. Further assessment will be performed when the patient presents to the clinic. The patient was asymptomatic.